Manufacturer narrative:
A review of the manufacturing records is being conducted. Additional devices: pxa260300, pxa230300, pxa280300.

Event description:
In 2007, the patient was implanted with gore excluder aaa endoprostheses, and three days later, the patient underwent another procedure to place an additional gore excluder aaa endoprosthesis. No complications were reported. Further investigation is being conducted.